Manufacturer narrative:
Evaluation results: one pneupac ventilator (babypac) was returned for investigation in used condition. No physical damage was noted on the device. The investigator was unable to replicate the customer reported product problem (not venting during). The investigator was able to get the unit to ventilate during the bench test involving the test lung. The investigator was unable to simulate any potential interference from the MRI machine. The investigator concluded that there was insufficient information available to distinguish between a ventilator operation issue, a gas supply issue, an issue with the MRI conditions, or a patient condition as possible causes. No ventilator malfunction was identified. Information received from the customer indicated that the "settings were adjusted with no resolution to lowering the co2 and allowing for adequate ventilation of patient." This information did not expand on whether or not the ventilator responded as expected.

Manufacturer narrative:
B5, h6: additional information.

Event description:
Information was received that the MRI machine is a simens, and the ventilator was placed at the patient's feet. Gas oxygen wall source once in the MRI suite was providing the oxygen to the device- use of an oxygen e cylinder 50psi outlet on the cylinder. The device was being used for oxygen only. The mode of the device at time of use was cmv. Device was working properly while transporting patient from 5th floor to pavilion MRI suite. There was no issue with ventilation while transporting the patient. Issues occurred when patient was medically paralyzed to perform the scan. Ventilator began to not give enough support and co2 began to rise. Settings were adjusted with no resolution to lowering the co2 and allowing for adequate ventilation of patient. This device has previously been used with the same MRI machine.

Event description:
Information was received indicating that a smiths medical pneupac® babypac¿ ventilator was observed to not be venting during magnetic resonance imaging (MRI). There were no reported adverse effects.